Event description:
Customer alleged unit was alarming. Death alleged.

Manufacturer narrative:
(B)(6) 2012 - (B)(4) has been initiated for this issue. Model irc5po2, serial number/date code (B)(4) is approximately 2 years 4 months old. The owner's manual part number (B)(4) rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the unit was allegedly alarming and their technician assessed it. He was unable to confirm if the unit was directly related to the incident. The dealer advises that the consumer passed away that night. The unit is to be returned to invacare for an inspection and evaluation. No other information is available at this time.